Event description:
It was reported that the handpiece was getting hot. There was no report of patient impact.

Manufacturer narrative:
The product analysis process could not confirm the overheating. There was no fault found with the device. Pre-repair temperatures after 1 minute of operation were 79.9degrees f and 79.3 degrees f. Method: actual device evaluated; visual inspection; temperature testing. Results: no failure detected. Conclusion: no failure detected, device operated within specification.

Manufacturer narrative:
(B)(4): no testing methods performed. Results pending completion of evaluation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.